Event description:
The customer called for help with her contour ts system. She performed control tests during the call and received a result of 493 mg/dl and 478 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read e11 and an average of 336 mg/dl high, out of specification. The e11 could indicate exposure to moisture which most likely caused the high results. Performance was satisfactory using iqa retention reagent.